Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 527 mg/dl at the time of incident and the blood glucose of the customer was 400 mg/dl at the of call. Customer was treated with insulin pump. Customer reported that they were using the sensor to calibrate blood glucose. Troubleshooting was performed for high glucose level. The product will not be returned for analysis.